Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 520 mg/dl. To address bg, customer changed out the pump supplies; no issues were identified. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with intravenous insulin. Bg/dka were resolved. At the time of the report customer had not yet been discharged. Customer and healthcare provider alleged the pump was not working properly. Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to using manual injections for insulin therapy. Although multiple attempts were made by tandem technical support to obtain discharge date, customer did not reply.